Event description:
Customer reported a complaint of imprecise sequential readings on their precision xtra blood glucose meter. The customer obtained readings of 82 mg/dl, 89 mg/dl, 58 mg/dl and 388 mg/dl within a ten minute timeframe. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Product has been requested back for investigation.